Event description:
Procedure: rectosigmoidectomy. During anastomosis test, leaking was noted. The staple did not close properly and surgeon had to use another stapler to continue the case. No further complications noted or pt injury was reported.